Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. The customer's blood glucose at the time of admission was over 600 mg/dl. The customer described herself as feeling sick and not feeling right. The customer stated that she had no energy. The customer stated that the main cause of the hospitalization was diabetic ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.